Event description:
It was reported that on (B)(6) 2013 an asymptomatic patient presented via merlin.net in backup vvi operation. The patient was visited at home and a firmware download was successfully performed. On (B)(6) 2013 review of the device image revealed that the backup vvi trip may not have been resolved by the firmware download. Device replacement would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).